Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient was not getting any clinical benefit from the right subthalamic nucleus. A different surgeon from the original implanter explanted and re-implanted the lead.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# (B)(4) serial# implanted: (B)(6)2017 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported via a manufacturer representative (rep) that the right subthalamic nucleus lead was explanted and replaced with a new lead using a new plan with what was believed to be appropriately placed. It was reported the initial lead was misplaced. Re-programming had been performed, but apparently did not resolve the issue. It was noted the issue was considered resolved at the time of this report. No medical symptoms were reported. No further complications are anticipated.